Event description:
An alert was reported stating a defunct drive with controller 1. After further investigation using the dynamic system analysis logs (dsa logs), the drive failure was a false alert, and the firmware just needed to be updated. Once the firmware was updated, there were no further warnings or errors. No patients were involved in the malfunction, and there is no evidence of patient data loss.

Manufacturer narrative:
There was no patient involved, thus no patient data exists. The ibm server is the device which malfunctioned, however, the server is an accessory to the officepacs system. There is no expiration date for this product. This is not an implantable device and is na. Actual device was evaluated in the field. Initial reporter was an it engineer. This was a hardware related issue. In this case, the drive failure was a false alert and the firmware needed to be updated. There is a potential for data loss when a server crashes, however, there was no evidence of data loss with this malfunction. No event occurred. This is not a single use device. (B)(4).